Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 460 mg/dl with polyuria and polydypsia associated with an insulin on board (iob) issue. Reportedly, the patient discontinued the insulin pump due to recurring alarms and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the iob was not calculating correctly into the bolus total. During troubleshooting with customer technical support (cts), it was revealed that the iob was greater than 0 by the end of duration and was set as expected. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an iob issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2015 with the following findings: the pump history showed that the insulin on board (iob) was set to on with 2.0hr duration. The pump history showed a 1.95u bolus on (B)(6) 2015 at 23:41 and a 1.0u bolus at 23:43. The black box recorded an ¿occlusion¿ alarm due to high force on at 23:47; the alarm was not confirmed until (B)(6) 2015 at 06:51. The iob from the boluses was delayed due to the unconfirmed alarm. Deliveries resumed at (B)(6) 2015 at 07:11. A 2.95u bolus was performed for testing purposes with iob set to 2.0hrs. Immediately after the bolus was performed, the pump correctly displayed the 2.95 iob in the status screen. After 2.0hrs the iob accurately reflected 0.00u. The iob was found to functioning properly. An ezbg and ezcarb boluses with bg above, within and below target were executed and the pump adjusted the calculated amount correctly. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.